Manufacturer narrative:
The customer¿s complaint of the device experiencing false occlusion errors was not confirmed during a review of the logs or during testing. A review of the pump module logs did not reveal any evidence associated to the reported event. Successful pressure sensor malfunction test method and patient side and fluid side occlusion testing demonstrated the pump module passing and in specification. The device had no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm - lvp occlusion error. No fault found, pressor sensor-failed occlusion, other -specify in comments. There was no patient involvement. It was reported that the pump alarms for an occlusion error even if there is no occlusion. The pump was sent for repair. The customer has stated that there was no patient event associated with this file event. Although requested, no further information was provided.